Manufacturer narrative:
No button error alarm was noted during testing. However, the device was received with intermittent act button response due to corroded keypad traces. The device was also received with minor scratches on the lcd window, a cracked case at display window corner, cracked battery tube threads and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was not known. It was advised the device would be replaced and customer agreed to return the device for analysis.